Event description:
It was reported that a patient underwent a trauma procedure in 2022 and suture was used. During the procedure, the knot was broken on the product while closing it on the skin. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify what was the exact issue with the device? Please provide more details, did the suture got broken?: while closing the tissue on the skin the product(suture) broke. No problem with patient outcome. No, routine operation continued. No, the patient is not taking any additional medication. The operation continued with another prolene. No problem. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/22/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty overwrap, one empty labeled winding former, one needle-suture piece, and one suture piece that pertain to the product code w8007t were received for evaluation. Upon visual inspection, the returned sample was evaluated. The swage and attachment area were noted to be as expected. The suture extremes were noted to be cut possibly caused by a surgical instrument. A functional test was performed, and the tensile strength results were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.